Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
The customer reported a low leak co2 rebreathing error and approximate pressure line issue. There was no patient involvement. The customer has verified the exhalation port is not blocked and all the internal hoses are connected correctly. The customer has confirmed that replacing the gas delivery system has resolved the problem.